Event description:
Additional information was received from the patient. Patient does not know the cause. Action taken to resolve the issue was patient had their belt and paddle replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome. The reason for call was caller stated the implant seems to lose charge faster than it use to. Caller stated that in the beginning it probably lasted about 3 days between charges, but now they're having to recharge every other day. Caller stated this has been going on for about 3-4 months maybe. Caller noted that they haven't made any changes to the intensity of a long time. Caller commented that in hindsight they wish they would have gotten the nonrechargeable implant. Agent reviewed implant battery depletion with caller and redirected caller to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.